Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a detached marker band from the dilator was identified in the ivc, can be confirmed. Based on the images provided, the second marker band from the dilator was not identified on the dilator, can be confirmed. Based on the images provided, the final location of the two marker bands from the dilator cannot be confirmed. Conclusion: the investigation is confirmed for marker band detachment from the dilator. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: never advance the guidewire or introducer sheath/dilator or deploy the filter without fluoroscopic guidance. Precautions: if resistance is encountered during the insertion procedure, withdraw the guidewire and check vein patency fluoroscopically with a small injection of contrast medium. If a large thrombus is demonstrated, remove the venipuncture needle and try the vein on the opposite side. A small thrombus may be bypassed by the guidewire and introducer. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: detachment of components directions for use - implantation: nick the skin with a #11 blade and perform venipuncture with an 18 gauge entry needle. Insert the 0.035¿ straight guidewire and gently advance it into the distal vena cava or iliac vein. Precaution: if resistance is encountered during the insertion procedure, withdraw the guidewire and check vein patency fluoroscopically with a small injection of contrast medium. If a large thrombus is demonstrated, remove the venipuncture needle and try the vein on the opposite side. A small thrombus may be bypassed by the guidewire and introducer. Remove the 18 gauge entry needle over the straight guidewire. Flush the dilator and the introducer with saline. Insert the dilator through the introducer sheath ensuring that the hubs connect properly. Advance the 8.4 french introducer sheath together with its tapered dilator over the 0.035" guidewire and into the distal vena cava or the iliac vein. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the distal marker band of the dilator allegedly detached and migrated to the left pulmonary artery. It was stated by the health care provider that there was no plan to retrieve the detached marker band unless the patient became symptomatic. There was no reported impact or consequence to the patient.

Manufacturer narrative:
No medical records and no device were provided to the manufacturer. Medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the distal marker band of the dilator allegedly detached and migrated to the left pulmonary artery. It was stated by the health care provider that there was no plan to retrieve the detached marker band unless the patient became symptomatic. There was no reported impact or consequence to the patient.